Event description:
Additional information received noted that the atrial lead exhibited loss of capture. There were no issues noted on the device.

Event description:
It was reported that the patient's device exhibited loss of ventricular capture. No interventions were performed. There were no patient consequences.